Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "right side capsular contracture (unknown baker grade). Health professional verified capsular contracture, baker grade iii. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, creases flat, white particles in the shell and weight to the spec. A visual and microscopic analysis was performed which identified, punctured opening on anterior. Based on the device analysis, the final assessment is: a punctured on posterior assessed, as surgical damage like.